Event description:
The customer reported that there was a hole in the insulation on the tube. No pt injury was reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.